Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation from the right atrial (ra) lead. Programming changes were unsuccessful and the physician elected to revise the lead. During the procedure, the ra lead was repositioned but the helix failed to extend and the lead was removed. The physician was unable to find good cardiac tissue to place a new lead and the revision was aborted. The physician programmed the lead off on (B)(6) 2022. The patient was in stable condition throughout.